Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a clearlink secondary medication set. The reporter stated that the infusion begins but does not fully infuse. The patient was being infused with levaquin at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.